Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. The customer experienced a blood glucose (bg) level of 520 mg/dl. Customer administered a correction injection to address the bg. Customer reverted to an alternate method of insulin therapy.